Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a power (no power) issue. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 27-nov-2017 with the following findings: a review of the black box showed no evidence of a no power event. The pump powered up with the returned battery cap. The battery cap measured within specifications. The battery cap fully tightened to the pump. The battery compartment was intact with no evidence of moisture. The 24 hour testing was unable to be completed due to a call service 128 replace battery alarm from internal moisture contamination. The pump case was removed to find moisture on the pump interior and printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.